Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The latest device verification was successful per service and installation record. The review of logfile for the day of treatment shows that the vacuum check and the energy check were performed successfully without issues. The performed ablation check was not within specification. The user performed the check that had already been used, and the result was unsuccessful as no ablation bars were visible between the two middle lines. After performing the ablation check, the laser asks the user whether the ablation check is within the specifications. The user selected "yes". For this reason, it cannot be determined whether the ablation test was within the permitted tolerance. The user clearly did not follow instructions, and this can jeopardize the end results. During the reported treatment, the energy check was within the valid time range. The logfile shows one successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user did not operate within the recommended settings for the length and width of the platform. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. Not enough information was provided to properly complete an investigation. Therefore, the root cause of this complaint could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after the channel creation step was completed without issue, a full-thickness corneal perforation occurred during ring insertion in the unknown eye of a patient at the two ninety positions on the on the opposite side of the intended incision during lasik surgery.